Manufacturer narrative:
The actual product involved was returned for investigation. Visual examination of the returned sample showed that it is 1.8-inch portion of jp hemaduct 10mm flat drain fully ducted. It also showed a piece of blue suture thread attached through the hub just at the tear site. Visual inspection revealed that the tearing occurred at the hub suction, where the white extruded portion terminated inside of the hub. Microscopic examination revealed wavy/jagged edges at the tearing site and no distortion in the adjacent tubing which indicated that the drain was not stretched (elongated) to failure. Three unused product samples returned were tested for pull test and the results obtained were 18.1 lb., 16.9 lb. And 17.3 lb. This material test result exceeds the forces that the drain would be subjected to by medical in hospital during any manipulation. The device history record was reviewed in order to determine possible causes for the incident reported and revealed that all operations were performed as per established procedures. The minimum pull test specification for this drain is 8.0 lb. Across all interconnects. The DHR demonstrated pull test result ranged from 16.4 to 18.4 lb. Over the bonded area. Also, the location where the single lumen tubing meets the hub are tested, and the DHR demonstrated pull test results ranged from 19.4 to 21.4 over the molded area. Inspection records for raw material used to mold and hub were reviewed and indicated that all test results were within specification limits, including tensile and tear tests. While this analysis cannot conclusively determine the cause for failure, the data reviewed do not lead us to believe that there was an inherent weakness in the material itself. Wound rains will perform as intended as long as they are used according to the instructions for use (IFU). IFU provided detailed information regarding precautions for using these products. "Warnings/precautions: drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. Do not suture the drain(s). During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Excessive force may result in breakage." We will continue to monitor trends.

Event description:
Tearing occurred at the joint where tubing portion connects to perforated portion. The drain was placed on july 16. A nurse noticed no suction the next day and found the tear. They did not re-operate to replace the drain. The doctor cut off the product to remove the joint and tube and made the drain open-end, let the drainage flow from the body with gravity.